Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: distal conductor fractured. Partial lead in segments returned and analyzed. Review of manufacturer's database verified patient's death and that the sprint fidelis lead was not in use at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
The patient had reported lead fracture and several resultant shocks. Lead was replaced, returned to manufacturer, analyzed, and tested out of specification consistent with field advisory for lead. Attorney later alleges patient suffered physical and other injury as a result of the recalled lead and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Further alleges patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."